Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a hardware failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2, pocket b4 had failed. A field service engineer (fse) accessed the station via remote support service (rss) and found no failed hardware. Customer accessed drawer 2.2, pocket b4 via inventory with successful results. The fse tested pocket b5 and found it failed; during recovery the pocket was released, re-inserted and re-loaded medication into pocket b5, after which inventory was performed successfully. The system functioned as intended after the field service engineer troubleshot the device.